Event description:
The MFR was notified on (B)(6) 2014 that mitroflow valve (lxa size21) was explanted after 3.6 years due to calcification.

Manufacturer narrative:
The device is not returned at this time, but it is still unk the possibility to receive back the device. Method: the device history record review is ongoing. At this time no other investigation can be performed because the device is not returned. Results: no conclusion can be drawn at this time the MFR is still in the process to receive back the valve and review the device history records.

Manufacturer narrative:
The results of the investigation are summarized in the technical report. This mitroflow valve was explanted after 2 years and 6 months due to a reported prosthesis calcifications. Leaflets calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. There was no evidence of endocarditis in the returned valve. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). It is possible that the patient's clinical conditions and risk factors may have contributed to the structural valve deterioration observed in this mitroflow valve, but no clinical history was available.

Event description:
The manufacturer was notified on 21 may 2014 that mitroflow valve (lxa size 21) was explanted after 2.5 years due to calcification.